Manufacturer narrative:
Document review: versafitcup cc trio cementless cup 58: (B)(4) / lot 121913 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The (B)(4) cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. Medacta requested the opinion of a clinical expert who checked the x-rays with the following comment: the surgery at acetabulum seems to be not well performed, the shell is not seated properly and there is void space behind it. From the data collected, the root cause of the event is unknown, but it is highly unlikely device related and probably due to surgical mistakes or to particular conditions of the bone.

Event description:
Pt complaining of pain post surgery. The cup was found not fully seated. Surgeon removed the cup, re-reamed and replaced cup, liner and head.